Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device identified a longitudinal tear in the balloon material. The tear stretched from the distal edge of the distal markerband and extended proximally along the balloon for a total length of 7mm. A microscopic examination of the balloon material and of the distal markerband could not identify any anomalies which could potentially have contributed to the tear. No other damage was noted along the entire length of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 2.0x15mm apex balloon was being used for pre-dilation. The details of the lesion and the pressure used are unknown though it was reported that the pressure used was under rated burst pressure. The procedure was completed with a different device. There were no reported patient complications and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 2.0x15mm apex balloon was being used for pre-dilation. The details of the lesion and the pressure used are unknown though it was reported that the pressure used was under rated burst pressure. The procedure was completed with a different device. There were no reported patient complications and the patient's status is good.